Event description:
It was reported that suture placement with two prostar xl devices was attempted in a common femoral artery using the preclose technique prior to a endoprosthesis interventional procedure. The arteriotomy was a 10f. Reportedly, after the prostar xl was positioned in the vessel, the interlocks were depressed; however, the hub would not rotate. The vessel was re-wired and the prostar xl devices was removed. A second prostar xl was used with the same results. The second prostar xl devices was removed and a third prostart xl was position and the interlocks were depressed and the hub rotated successfully. The sheath was upsized to a 14f. The interventional procedure was completed and hemostasis was achieved with the pre-placed sutures of the third prostar xl device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide xl device and established in the preclose procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Correction: lot number changed from 31219k1 to 40210k1. Evaluation summary: the device was returned for evaluation. The reported hub not rotating issue was not confirmed. The returned prostar xl device was partially deployed and all of the key components were returned. The handle was in the backed down position and unlocked. The findings indicated an attempt was made to deploy the needles. Based on the analysis of the returned device, there was no evidence of a product quality issue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a lot specific quality deficiency. Based on the information reviewed, there is no indication of a product quality deficiency